Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted in reloading the same cartridge to resolve the issue.